Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that ten days after implant, the patient became very sick, their legs swelled, and they were hospitalized for several days. It was noted that the pump contained morphine at the time of the event. Additional information has been requested, but was not available as of the date of this report.